Manufacturer narrative:
Date of initial report: 11/16/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparotomy and small bowel resection procedure, the tissue charrs and get stuck on the instrument jaws. The tissue sticks when opening the device jaws. No tissue damage reported. No patient injury reported.

Manufacturer narrative:
(B)(4). Date of follow-up report : 12/01/2015. One used lf1212 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was activated on a simulated tissue with satisfactory results. The jaws did not stick when releasing them from the simulated tissue the knife cut of the device was tested on a silicone test strip with an acceptable cut. The investigation found the device to function normally and within specifications. No failure mode was identified. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Manufacturing non-conformances were reviewed, no entries pertinent to the reported condition were found.